Event description:
It was reported that the footrest could not be latched due to a bent mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.